Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's sibling later requested information about the date and time that the patient was shocked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's family member reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) interfered with the hospital monitors and they were therefore unable to obtain the patient's exact time of death. They alleged that the device contributed to the patient's death. Follow up yielded no further information regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by the patient's sibling that the patient was being treated for (B)(6), and possible sepsis from a port the patient had placed in their neck during rehabilitation.